Event description:
Pt had an IV in place to maintain an open IV route. Nurse observed that the hub of the catheter had broken away from the indwelling catheter. A tourniquet was put in place and the catheter was removed by venotomy. There were no adverse reactions connected to this event.